Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet with an inset infusion set (6 mm, 23 in) and observed air in the line near the connector, with no visible leak, no odor, no dampness at the site, a straight cannula upon removal, and no ilet alerts. Symptoms included sustained elevated glucose without other reported complaints. Outcomes included the need for non-medical assistance from the user¿s spouse and use of backup subcutaneous insulin by pen, with user education provided and continued glucose monitoring advised. Investigation included remote troubleshooting, guided supply change, line priming, reconnection steps, review of reported sensor and fingerstick values, and assessment for delivery stoppage or alarms. Investigation of this case revealed that insulin delivery was impeded at the infusion set or tubing interface consistent with an occlusion or air-in-line at the connector, and glucose levels did not correct until alternate insulin was administered and supplies were changed. It was concluded, based on previously established findings for similar reports, that the cause was infusion set/tubing air or occlusion at the connector leading to under-delivery.